Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a crack in the y-site was confirmed as supplier related. The returned sample was found to exhibit the same features as a known issue. The returned product was a 20g x 0.75¿ powerloc safety infusion set. The y-site luer adaptor contained a longitudinal crack traversed from the orifice of the connector to the mold indicator. The crack in the y-site luer adaptor leaked when the sample was flushed. This event was likely related to a known supplier related issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported huber needle cracked. There was no patient harm and no adverse outcome. It was stated needle was used on a patient and it is contaminated.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported huber needle cracked. There was no patient harm and no adverse outcome. It was stated needle was used on a patient and it is contaminated.